Event description:
It was reported to philips that the device's therapy knob malfunctioned. The customer stated that the "encoder slipped". No further details regarding the alleged failure was reported. There was no reported patient involvement/adverse patient impact. It was reported that the failure was observed during device testing.